Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer did not have a backup therapy available and was advised to contact their healthcare provider. Technical support confirmed the issue with consecutive cartridges and arranged for a replacement pump. Customer was provided with instructions on handling and returning the defective pump and acknowledged the steps required upon receiving the new pump.